Manufacturer narrative:
A field service engineer (fse) cleaned the ion-selective electrode (ise) dilution cup, the sipperre, dilution and vacuum needles. The fse completed an ise check, calibration, and qc, and all passed. Two days later, the problem occurred again. During a new visit, the fse noticed that the ise drain was not cleaning the ise tank completely and replaced the ise drain. The fse also replaced the vacuum nozzle. The fse performed an ise check, calibration, and qc, and all were passing. The investigation determined that the service action resolved the issue and no additional events were reported.

Manufacturer narrative:
The sodium electrode lot number is asx01. The expiration dates were not provided for the electrodes. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results from the cobas c 303 analytical unit. Patient 1's initial result was 133.9 mmol/l, and the repeat result was 141.2 mmol/l. Patient 2's initial result on (B)(6) 2025 was 151.3 mmol/l, and the repeat result was 141.4 mmol/l. Patient 3's initial result on (B)(6) 2025 was 150.9 mmol/l, and the repeat result was 144.2 mmol/l.